Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl. The customer also had a heart attack. Troubleshooting was performed. Found that the customer wears the infusion sets for two weeks at a time. The insulin pump failed the prime test. Could not continue troubleshooting as the customer didn't have more supplies with her. Advised the customer to only wear the infusion sets for two to three days. The customer was uncomfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functioning testing. After testing it was concluded that the device operated within specifications.